Manufacturer narrative:
Visual inspection revealed that there was a rust color under proximal ring 3 seal and electrode. Dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end and inside several irrigation ports. Electrical tests revealed that while manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were below the maximum acceptable limit. X-ray found collapsed guide coil inside the handle and dried fluid debris inside the distal end cavity.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that the catheter lost signals from mifi electrodes and the bi-polars and the mifi were very noisy. During a redo-pvi ablation an intellanav mifioi was selected for use. The catheter lost signals from mifi electrodes and the bi-polars and the mifi were very noisy. The physician changed the ablation cable and the same problem remained. The physician changed the ablation catheter for a new intellanav mifioi. The signals were resolved with the new ablation catheter. The physician completed the procedure successfully and there was no patient complication. However, device analysis revealed the fluid entered the distal end cavity through the proximal ring 3 seal.